Event description:
Pt was transported to the emergency room, due to experiencing heart-attack-like symptoms. Reporter indicates that these symptoms were later attributed to high blood glucose. Upon arrival in the emergency room, pt's blood glucose measured 362 mg/dl. Pt was treated with a saline IV. At the time of the report, pt was still in the hospital.